Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this implantable cardioverter defibrillator (ICD) had recorded atrial tachycardia response (atr) episodes that were caused by noise on the right atrial (ra) lead that was being oversensed. Noise was also present on the shock channel of the right ventricular (rv) lead; however, it as not on the ventricular channel so there was no oversensing. All other measurements for the ICD system were in normal range. The noise on the ra lead was able to be recreated, but the noise on the shock channel was not. A memory download was performed and sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. A ts consultant discussed based on the noise and its ability to be recreated during testing, it is suspected that there is a potential integrity issue with the ra lead's outer insulation. The noise observed on the shock channel appeared to be due to pectoral myopotentials as it is sensing from the distal defibrillation coil to the ICD; this is considered normal behavior for the rv lead. Additional troubleshooting and testing was discussed in regards to the ra lead.